Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had sharp battery depletion due to high right ventricular (rv) lead outputs. No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.